Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing lead impedance measurement greater than 2,000 ohms along with pacing inhibition but did not result to asystole. Additional information indicated that the cause of observation was not determined. However, loss of capture (loc) was observed during lead testing on pacing system analyzer (psa) and there was no issue found in lead/header connection. The crt-d and lead were removed from service. No additional adverse patient effects were reported.

Event description:
--